Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the "pump will not complete load step". There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016 ¿ correction to d4 serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: there was one loss of prime warning and one no cartridge detected warning observed in the black box. The pump was exercised for 24 hours with no prime issue duplicated. The force calibration was out of specification; the force sensor was removed and the resistance value was found to be out of specification. The pump was opened and contamination was found on the force sensor plate. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional h6 method: 3345, 26.